Event description:
Ffr was measured without difficulty. When the pressurewire certus was removed, the distal coil was observed to be detached. The pressurewire was removed in its entirety and the patient was reported to be stable.